Event description:
Aortic heart valve implanted 3 years ago. In 2010 patient demonstrated symptoms of severe aortic valve insufficiency for unknown period of time. Echocardiogram showed evidence of moderately severe perivalvular aortic insufficiency. Patient underwent surgery for re-replacement of aortic valve. When valve was explanted it was found to have a 0.6 cm linear defect on one of the valve cusps. Patient received implant of new valve.